Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) and was replaced. Premature battery depletion was alleged. This device will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.